Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the representative alleged an overdischarge occurred. The patient wasn't feeling stimulation and the last time they successfully charged their device was four months ago. The representative was speaking to the patient because of the need for an MRI but discovered the ins was overdischarged. According to the patient, this was their third overdischarge. No further complications reported.